Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that this was an acute myocardial infarction (ami) case. When the vision was delivered into the patient's body, the stent was not confirmed over the angiogram. When the stent delivery system (sds) was removed from the pt, it was confirmed that the stent had dislodged inside the protective sheath, prior to use. The stylet was also inside the protective sheath. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent implant was returned on the stylet and inside the protective sheath. There was blood visible on the struts. There was no contrast visible. The sds was not returned. There was no damage noted to the stent implant. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The measurements were oversized. The inner diameter of the orange protective sheath was measured. Product performance engineering reviewed the incident info and results of the returned device analysis. The analysis of the returned stent implant, protective sheath and stylet confirmed the reported complaint of stent dislodgement; however, there was blood noticed on the stent strut. This may have resulted from handling of the implant after the dislodgement. Factors that can affect stent dislodgement outside the body include, but are not limited to, improper or inadequate crimp, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, or forced sheath removal. The sds of the pertinent rx vision was not returned; hence it was not possible to ascertain that the stent implant was originally crimped onto the balloon during manufacturing; however, it should be noted that all stent delivery systems are 100% visually inspected online for stent placement/security, stent damage and dimensionally inspected to verify the crimped stent outer diameters to ensure this is not the result of a manufacturing issue. The noted over-sized outer diameters of the returned stent implant suggest that the stent expanded during travel over the balloon as would be expected. The protective sheath inner diameter was found to be within specification. Based on the incident info and results of the analysis of the returned parts, a conclusive root cause for the reported stent dislodgement cannot be determined; however, there is no indication to suggest that materials or workmanship may have caused or contributed to the incident. It was gathered from the incident info that this was an ami case. It is prescribed in the instructions for use (IFU) that the use of the device is a contraindication for "patients who have experienced a recent (less than 1 week) acute myocardial infarction". Also in the same IFU, it is recommended that: "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond radiopaque balloon markers. Do not use if any defects are noted". A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.